Event description:
Customer reported hospitalization due to high blood glucose readings of 500 mg/dl. It was noted that the high was due to a kink in the tubing of the infusion set. Customer was treated with IV and shots of insulin at the hospital. Customer's blood glucose reading at the time of the call was 135 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.